Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated with insulin pump and insulin pump was damaged. Customers stated that piece was missing from top of reservoir compartment and reservoir was not able to lock in place. Customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.